Event description:
Upon opening a carefusion, pleurx pleural catheter kit, the tunneler has pierced the blue sterile wrap; thereby being exposed/contaminated when the staff member went to open the tray. FDA safety report ID# (B)(4).